Manufacturer narrative:
(B)(4). An evaluation of the concomitant medical product was performed. There were no manufacturing abnormalities noted during visual inspection. The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leak noted. The iipv was not duplicated during evaluation of the concomitant product. The label review found the labeling adequate for the potential use error in this complaint. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a high drain 106/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume), which occurred on the homechoice (hc) during use during drain 6. The patient did not report any symptoms of increased intra-peritoneal volume (iipv). The patient did state she has a hernia and she was getting it taken care of next week. The tsr had the patient check the therapy log. On (B)(6) 2012 at 20:14, therapy was completed. The initial drain volume equaled 24ml. The last fill volume equaled 13ml. The total fill volume equaled 8060ml. The total drain volume equaled 11006ml. The average dwell equaled 1819ml, the average drain time equaled 0:12, the total ultrafiltration (uf) equaled 2406ml. The cycle by cycle uf equaled 1649ml for cycle 6, 167ml for cycle 5, 166ml for cycle 4, 167ml for cycle 3, 166ml for cycle 2, and 91ml for cycle 1. There were no bypasses and no manual drains. The tsr had the patient check the programming and it was tidal with a total volume of 9000ml, a total time of 10:00, a fill volume of 1500ml, a tidal volume of 95%, a total uf of 1000ml, a last fill volume of 0ml, full drains every 6 cycles, a total of 6 cycles, a tidal volume of 1425ml, and a cycle uf of 166ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported event. The rn stated she was aware of the alarm and that there was no patient injury or medical intervention associated with the event. The rn stated the patient has not reported any other drain volumes or other symptoms that meet iipv criteria. In regards to the report of the patient having a hernia, the rn confirmed the patient had a hernia, but stated it was not related to the patient's peritoneal dialysis. The rn stated the patient is currently on back up hemodialysis. No allegations were made against any of the patient?s peritoneal dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to use error, the tidal total ultrafiltration (uf) removal being set too low. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.